Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that the iabp passed all calibration, functional, and safety tests performed except for battery run time test. The iabp was returned to the customer but was not cleared for clinical use until the batteries had been replaced. The fse performed the solenoid driver board field safety corrective action as per service bulletin 0055-00-0843 rev b. And replaced the solenoid driver board per instructions. As per email received (B)(6) 2017 from the customer biomed the batteries were confirmed to have been replaced on the morning of (B)(6) 2017 and the iabp was returned to the department cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that during the solenoid driver board field safety corrective action, the intra-aortic balloon pump (iabp) failed the battery run time test. The fse informed the customer to replace the batteries before returning to service.